Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a series of medical things done. Pt said they turned their therapy off and back on afterwards and it has come back on every time. Pt said, tuesday before a heart ablation they turned it off but when they tried to turn it on wednesday, it said something about data lost. Patient services worked with patient to try to synch the handset and communicator and patient reported seeing: not found, connect the communicator to the recharge cable and pt said the light was yellow, they plugged it in and said the light turned orange. Patient services reviewed: the communicator battery is too low and asked patient to plug it in and leave it plugged in for a half an hour or more and try again. They were redirected to their doctor and pt said they called their doctor's office and told them about data lost and were told to call [manufacturer]. Pt doesn't think they can make it to where their doctor is. Patient services offered and emailed the manufacturer representative (rep) in the pt's area. The issue was not resolved through troubleshooting. The patient was redirected to call back if they need further support and to their healthcare provider to further address the issue.